Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported separation and failure to deploy was confirmed although the reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties were due to the patients anatomical conditions and the patient effects appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified superficial femoral artery. A 6.0 x 100 mm absolute pro stent delivery system (sds) was selected for the procedure. Resistance was felt during advancement of the sds to the lesion; however the sds was able to be positioned within the lesion. Resistance was felt while turning the thumbwheel and only the distal 40 mm of the stent deployed. Force was applied in an attempt to deploy the proximal portion of the stent and the distal end of the shaft and retractable sheath separated from the rest of the delivery system and remained on the proximal portion of the stent implant. The sds was removed from the anatomy and the partially deployed stent and the distal end of the shaft and retractable sheath remained in the artery. The partially deployed stent and distal end of the shaft and retractable sheath were surgically removed and the patient was treated by an artery bypass. No additional information was provided.